Manufacturer narrative:
Investigation was transferred and completed in legacy system under (B)(4). Problem statement: the corin offset shell impactor (p/n 207077) had the u-joint break preventing rotation of the impactor¿s threads as a result of turning the impactor¿s knob. The cup was removed by removing the impactor from the tha end effector and rotated by hand to unthread the cup. Traceability: part number: 207077, lot number: 06020714. DHR review: inspection records for 207077 lot 06020714 showed all parts were built to specification. Failure investigation: physical and visual inspection of the impactor showed that the u-joint which transmits torque from the impactor handle to the threads during cup assembly/disassembly was broken. The internal, broken components were maintained but the connection between the two main parts of the u-joint was separated due to the failure. Failure mode: u-joint failure from impaction through the u-joint resulting in no patient harm is a failure ID (B)(4).

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the offset stem impactor was damaged. This did not negatively impact the case and the outcome was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the offset stem impactor was damaged. This did not negatively impact the case and the outcome was successful.